Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced the cu board, reagent valve, and syringe. The cause for the discordant bnp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp bnp result was obtained on a patient sample. The customer was testing all bnp samples in duplicate and one patient sample had a 40% difference in results. The correct result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bnp results.